Manufacturer narrative:
Lot npxj (1): the device was not returned for evaluation. Device history records and complaint history could not be reviewed without either the device or a valid lot number. Limited information regarding the event was made available to stryker. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated. Lot mpgn (1): device not yet returned lot jptk (1): device returned 05 july 2022, lot mpgn (1): device returned 25 july 2022, lot mpgn (1): device returned 16 june 2022.

Event description:
This record is a consolidation of q2 2022, records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures five instances of intraoperative aleutian tlif ii inserter inner shaft fracture. In all instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient. In one instance, the tip of the fractured device remains in the implanted cage.

Manufacturer narrative:
Lot npxj (1): device not returned. Lot jptx (1): manufacture date 25 july 2019. Device returned 05 july 2022. Lot mpgn (1): manufacture date 20 november 2020. Device returned 25 july 2022. Lot mpgn (1): manufacture date 20 november 2020. Device returned 16 june 2022. Lot mpgn (1): manufacture date 20 november 2020. Device not returned.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures five instances of intraoperative aleutian tlif ii inserter inner shaft fracture. In all instances, the procedure was completed successfully with no surgical delay and no adverse consequence to the patient. In one instance, the tip of the fractured device remains in the implanted cage.